Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 25ga 5/8in broke. This was discovered before use. The following information was provided by the initial reporter: when the customer was going to use the needle the needle was off / broken. They did not use the needle.

Event description:
It was reported that needle 25ga 5/8in broke. This was discovered before use. The following information was provided by the initial reporter: when the customer was going to use the needle the needle was off / broken. They did not use the needle.

Manufacturer narrative:
H.6. Investigation: bd has been provided with a photo for catalog 300600 lot 190801 to investigate for this record. Visual examination of the photo shows a hub without a cannula. As a result, bd was able to verify the reported issue. The photo shows the presence of the epoxy which indicates that a cannula was introduced and assembled onto the hub. Unfortunately, it seems like this defect occurred after assembly. Any breakage issue is rare unless there was some inappropriate use of the product, for example, because of some bending of the needle while injecting. Without the affected sample, an accurate assessment could not be performed at this time. The device history review showed no indication of the alleged defect.